Event description:
It was reported that, "cup was loose, pt had groin pain, cup was not ingrown. Primary cup appeared under sized."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The x-rays and medical records were requested, but not provided. If additional info becomes available, it will be submitted in a supplemental report.